Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of nausea and abdominal pain warranting hospitalization and subsequent antibiotic therapy. There is no documentation or evidence indicating a causal relationship between the liberty cycler, liberty cycler set and the adverse event(s). Although elevated wbc counts were observed in the blood and peritoneal effluent fluid, the pdrn stated on (B)(6) 2018 the event(s) were caused by an unspecified stomach bug. Additionally, there is no evidence of a machine malfunction or failing to perform as expected in relation to the event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported nausea and abdominal pain remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they were hospitalized. Follow up with the peritoneal dialysis registered nurse (pdrn) indicated that the patient had a ¿stomach bug¿ but further details were unknown. The pdrn stated that the patient¿s cultures were negative for growth. The discharge summary was received and indicated that the patient presented to the emergency room for nausea and abdominal pain. Hematological studies were obtained and showed an elevated white blood cell (wbc) count of 11.9, and a peritoneal effluent fluid cell count revealed an elevated wbc count of 319. The patient was started on intravenous (IV) vancomycin (dosage, frequency and duration unknown) pending peritoneal effluent fluid cultures. 48 hours into the hospitalization the peritoneal effluent fluid cultures did not show any growth, and the patient was discharged home. Discharge diagnosis was listed as peritonitis associated with peritoneal dialysis. The patient¿s abdominal pain had resolved prior to the patient arriving to the ER.

Manufacturer narrative:
Correction: occupation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.